Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orthopedic procedure, the device's jaws chipped but the damaged part was retrieved. Another device was used to complete the case. There was no patient injury.